Event description:
Additional information: litigation papers allege the patient suffered persistent left hip pain, difficulty walking and some swelling and tenderness around the implant area. The patient had elevated metal ion levels, which continue to be monitored by his surgeon. Exploration during his left hip revision surgery revealed a collection of fluid in the hip, which upon lab analysis, reflected very elevated levels of chromium and cobalt indicative of metallosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain and fluid in posterior capsule.